Event description:
The customer is unable to calibrate the new lot (56323m100) of the axsym rubella igg reagent with the new lot of master calibrator (lot is not mentioned). Error code 1111 (master calibrator 1 too high) was generated. All other assays were performing within the package insert and the maintenance is up to date. The issue was resolved by using the reagent lot 58294m100 with the standard calibrator lot 58184m100. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.